Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3998, lot # v400269, implanted: (B)(6) 2010, product type lead; product ID 3998, lot # v047365, implanted: (B)(6) 2010, product type lead.

Event description:
The consumer reported that they received stimulation for both sides of his neck but the right side where he had all of the pain, ¿went off¿ in (B)(6) 2016. It was also reported that the patient felt like the stim was stopping and starting. Over two years ago, a manufacturer representative (rep) told them that only one lead was working and the other lead where the stim went off was not working. However, the rep was able to resolve that lead issue. The patient stated that when he turned his head to the left, the stim would come on but didn¿t stay on and he believed that the leads were separated from making contact. When the patient checked the implantable neurostimulator (ins) battery with their patient programmer (pp), it showed that the stim was on and the ins battery was charged. The pp showed the correct information, but it felt as though the stim was off. Follow-up with the patient and healthcare provider (hcp) has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.